Manufacturer narrative:
D9: device not returned for evaluation h3 other text : device not returned.

Event description:
The manufacturer sales representative reported that the device overheated and was leaking black fluid during a procedure at the user facility. There was no patient impact, no delay, no medical intervention, and no adverse consequences.

Event description:
The manufacturer sales representative reported that the device overheated and was leaking black fluid during a procedure at the user facility. There was no patient impact, no delay, no medical intervention, and no adverse consequences.